Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that three wks prior to the reported event, the pt had experienced the system controller making a "clicking" noise. The pt exchanged the system controller without incident. Approx less than 12 hrs later, the "clicking" noise returned. Approx two wks later the pt went to the clinic for evaluation. The vad coord did not hear the "clicking" noise; however, it was noted that the pump was loud. The vad coord contactd the MFR's clinical spec. The clinical spec heard loud, minor grinding noise. There were no alarms, fluid ingress, trauma or change in flow that were reported. The surgeon decided to send the pt home. A wk later the pt experienced red heart alarms and was taken to the hosp by life flight. The pump stopped. The next day the lvad was exchanged. The pt remains on lvad support.